Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no information available regarding the blood glucose level impact on the customer. The device is being returned, and a replacement pump was provided.